Event description:
It was reported that the wing part of peel apart sheath divided from sheath body during catheter insertion.

Manufacturer narrative:
The complaint was confirmed, but the root cause is unk at this time. The introducer sheath was the only item returned for evaluation. The sheath had been split and both tabs had detached from the sheath. Only one tab was returned for eval. The sheath material exhibited plastic deformation and a tear where it was attached to the tab. A chr of lot #resl0911 showed no other similar product complaint(s) from this lot number.